Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 152094 and device part number 195-230wl / lot 148104.. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152094 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly related to issues including the specific patient sample.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 152094 and device part number 195-230wl / lot 148104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152094 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly be related to issues including the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal swab. Confirmation testing performed on (B)(6) 2021 by health care professional generated negative results. The user stated the patient was symptomatic for 24 hours prior to test. The user states a second binaxnow covid-19 antigen self test was performed with positive results. A second pcr test was performed with pending results. No additional patient information was provided.